Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and no issues were identified. Customer cleared the alarm and reported that the infusion set would be changed. Customer's blood glucose was "high", although a specific value was not given. Elevated blood glucose was address with a correction bolus via the pump.